Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for sensing integrity counter (sic) and non-sustained ventricular tachycardia. Review of the implantable cardioverter defibrillator (ICD) clinical data indicated the lia was triggered due to electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.